Event description:
Customer called to report that the insulin pump alarmed low battery alert after less than on week. Customer also reported that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Advised customer to return the pump with the battery and basal rate zeroed out. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display, screen turning off anomaly or display anomaly was noted. No damage was noted inside of the insulin pump. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.